Event description:
Medtronic received information that during the use of this trillium coated affinity oxygenator, the customer reported a leak at the heat exchanger. It was not reported whether the issue occurred during priming or bypass. The device was changed out with no resulting adverse patient effects.

Manufacturer narrative:
Follow-up to manufacturer report 2184009-2012-00045: the product was returned for analysis. Product analysis: upon receipt at medtronic¿s quality laboratory visual inspection showed no outward signs of cracks or damage throughout the oxygenator or ports. Pressure integrity testing was performed at 3 liters/minute with 23 psig of back pressure for ten minutes, which revealed a leak at the heat exchanger side seam. Conclusion: medtronic confirmed a heat exchanger side seam leak through device performance testing. During production every oxygenator is tested for leaks, and review of the device history record showed that the device met all manufacturing requirements prior to distribution. A partial void may have formed during adhesive dispensing into the adhesive groove of the heat exchanger, allowing for acceptable pressure leak test results prior to distribution. It is possible a physical shock encountered during shipping or handling of the product may have compromised that bond. (B)(4).

Manufacturer narrative:
Product analysis: no product was returned for analysis. The device serial number has been requested, but as of the time of this report the serial number has not been provided. Without a device serial number a device history review was unable to be performed. All oxygenators are tested for leaks during the manufacturing process. Devices that do not pass leak testing are discarded and not released for distribution. Conclusion: without the return of the product, no definitive conclusion can be made regarding the observed product issue. Should the product be returned, a follow-up report will be submitted. Based on review of similar events and investigation, the leak appears to originate from the hex side seam. A partial void may have formed during adhesive dispensing into the adhesive groove of the heat exchanger, which allowed for acceptable pressure test results prior to distribution. It is possible a physical shock encountered during shipping or handling of the product may have compromised that bond. Historically, it has been observed that overly aggressive shipping and handling can cause the partial bond to become compromised resulting in a leak. Medtronic is monitoring for similar complaints. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.